Manufacturer narrative:
Pharmacovigilance comment: the serious event of nodule at implant site and the non-serious event of pain at implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions and long standing event suggestive of permanent damage. The sculptra aesthetic was intentionally misused for off label purpose. The potential root cause is the treatment procedure or off label use. Potential contributory factor include injection technique or concomitant fillers. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by an adult female patient, concerning herself. The patient's medical history included low mood and hypothyroidism. The patient had no known allergies. Concomitant treatments included sertraline [sertraline] for low mood, levothyroxine [levothyroxine] for hypothyroidism since 1990. On (B)(6) 2017, the patient had consulted the hcp regarding fine lines or wrinkles. The patient was explained about lasers, cost of treatment and tightening procedure. On (B)(6) 2017, the patient had received treatment with unspecified ha filler 0.5 ml to under eye, 0.5 ml to nose, 0.75ml lip/chin, 1 ml to jawline and 1.5 ml to cheek. The patient tolerated the procedure well. The patient would swell up by the filler injected near trough periodically. The surgeon later told that it was the wrong filler to use in that area. The patient also had received treatment with sculptra aesthetic in 2017. On (B)(6) 2018, the hcp changed to oxygeneno which did great. Also discussed about filling with dysport. On (B)(6) 2018, the patient underwent deagening 0.75/0.25, 4 passes spot treatment around mouth, crow's feet and age spots. The patient was given post treatment instructions. On (B)(6) 2018, the sculptra aesthetic was reconstituted with bacteriostatic sterile water [sterile water]. On (B)(6) 2018, the patient consulted hcp on filling of lips with sculptra. The patient was suggested about 2 vials sculptra to lips and vollure to bottom lips. On (B)(6) 2018, the patient received treatment with 2 vials sculptra aesthetic (unknown lot number) to face, chin and lips using 25g needle with unknown injection technique. The sculptra aesthetic was injected to lips(off label use of device). The sculptra aesthetic was injected by nurse along with anesthetic [anesthetics]. The patient also received treatment with vollure xc and ultra plus xc on the same day. Unknown time later, on an unknown date in (B)(6) 2018, the patient experienced several large noticeable hard lumps/bumps(implant site nodule) sometimes tender(implant site pain) at chin where sculptra was injected that were actually causing more of a disfigurement in the contours of lower face than a benefit. One of these lumps cold be actually seen and she was lying to people, telling them that it must be a sebaceous cyst or something. On (B)(6) 2018, the patient was treated with 0.3 ml vitrase [hyaluronidase]. On (B)(6) 2018, the patient was treated with vitrase. On (B)(6) 2018, the patient still had lumps on lips. About 18 months ago, the patient underwent dental procedure of invisalign. On an unknown date, during last fall, patient received flu vaccine. About 1 year ago, nodules started getting bigger and thought it was fluke/nothing. 1 nodule seem bigger and was clearly visible at rest and visible with mouth and chin movement. As a treatment, patient tried doing 5-5-5 protocol but did not contact hcp about recent issue. On (B)(6) 2021, the patient received first dose of pfizer covid-19 vaccine and second dose on (B)(6) 2021. The patient had this product injected by two different providers, one a physician and one a nurse injector. The patient believed that it was the nurse injector that screwed this all up. The patient never cared for the outcome of the nurses work around her chin and mouth area, casting weird shadows and contours. But recently, these bumps/lumps had become larger, harder and much more apparent. The patient thought that the sculptra aesthetic was injected too shallow or did not reconstitute properly, looked like sculptra aesthetic reconstitution was done a full month prior to injecting(intentional device misuse). Outcome at the time of the report: nodules/hard lumps/bumps was not recovered/not resolved. Tender was not recovered/not resolved. Sculptra aesthetic was injected to lips was recovered/resolved. Sculptra aesthetic reconstitution was done a full month prior to injecting was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from patient herself. Case upgraded to serious. Events (implant site pain, off label use of device, intentional device misuse) added. Patient demographics, medical history, concomitant medication, past filler treatment, suspect device implant date, location, needle type, volume, event onset date, outcome and corrective treatment details were updated.